Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) when in primary sensing vector. It was noted the shocks were approximately two months apart. The patient was brought in for evaluation. Provocation testing found oversensing of noise during rotational movement of the trunk. The sensing vector was reprogrammed to secondary vector and the s-ICD and electrode remain in service. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) when in primary sensing vector. It was noted the shocks were approximately two months apart. The patient was brought in for evaluation. Provocation testing found oversensing of noise during rotational movement of the trunk. The sensing vector was reprogrammed to secondary vector and the s-ICD and electrode remain in service. No adverse patient effects were reported. Additional information was received that boston scientific technical services (ts) was consulted to review the episodes. Upon review, ts noted the episodes include baseline wandering and sudden changes in low signal amplitudes. They appear to be pointing to non-cardiac signal which involves the proximal sensing electrode. Ts suggested further troubleshooting and an x-ray. The s-ICD and electrode remain in service. No adverse patient effects were reported.